Event description:
It was reported, "while performing a laparoscopic cholecystectomy in the operating room the surgical resident was using laparoscopic electro-cautery on the patient, the cautery suddenly ceased working. The surgical team heard a pop, explosion, and a flare coming from the cautery machine. The surgeon put out the fire using his foot and hand." There was no patient or end-user injury reported with this incident.

Manufacturer narrative:
The device is not being returned to conmed corporation for evaluation. Attempts are being made to recover additional information surrounding the reported incident. A supplemental report will be filed on completion of the quality engineering investigation.

Manufacturer narrative:
The device in question, the excaliber plus, is an electrosurgical unit (esu) that provides both monopolar and bipolar modes for use in a variety of procedures where electrosurgical cutting, and/or coagulation is needed. In my attempts to recover additional information regarding the reported incident (B)(6), risk management - the (B)(6) hospital, referred me to (B)(6), the director of biomed. Mr (B)(6) referred me to (B)(6) , biomed at (B)(6) hospital. He explained to me that the excaliber plus pc esu did not catch fire as reported in the medwatch report, 4100120000-2013-8014. Mr. (B)(6) explained to me that the procedure being done was a robotic procedure and the device in question was a reusable extending cable made by the robotics company. This cable went from the robotics to the foot pedal input of the esu. The "fire" occurred in the cable, not the esu. The insulation on the cable was intact per the operating crew that set up the or suite. A short in the cable caused the melting of the insulation and then a flare of the cable. Per mr. (B)(6) , the (B)(6) hospital has now switched to all disposable, single use cables for its robotic surgical cases. Per mr. (B)(6) the fire was caused by a defective accessory cable and the esu was not checked out after the cause of the fire was determined. Per mr. (B)(6) the esu continues to be clinically utilized without any further incidents. No product will be returned for examination or confirmation of defect or confirmation of conmed product. No DHR review was possible, as the lot number for this product has not been made available. There could be multiple of possible causes for the failure mode. Improperly assembled device could be manufacturing related issue for the complaint. In process inspection & visual checks are done to ensure proper production of the devices. This is a reusable unit and number of uses is unknown at this time. The esu equipment, in conjunction with connected accessories, is intended to deliver electrical energy to the surgical site for the desired surgical effect. Thus, the effective electrosurgical use of the device also depended on the associated cables and other accessories. Excaliber plus pc esu operator manual states, "reusable accessory cables should be periodically function and safety tested in accordance with the original manufacturer's instructions." Another possible cause of the event could be damage to the reusable cable during storage or during use in the operating procedure. Pulling the reusable cords during use could cause damage to the insulation or wire which could lead to electrical malfunction , i.e.fire, in the esu setup. The esu operator manual specifies, "do not use cords as handle; damage to the insulation and increased risk of burns or other injury may result." Per the aorn, association of perioperative registered nurses, perioperative standards and recommended practices, recommended practices fore electrosurgery, recommendation v, "the electrical cords and plugs of the esu should be handled in a manner that minimizes the potential for damage and subsequent patient injuries. 1. The esu should be placed near the sterile field, and the cord should reach the wall or column outlet without stress on the cord and without blocking a traffic path. Stress on the cord may cause damage to the cord, posing an electrical hazard...2. The esu plug, not the cord, should be held when it is removed from the outlet. Pulling on the cord may cause cord breakage, which poses a fire hazard." No root causes can be determined or confirmed without examination of the product; therefore, no corrective action is recommended at this time. Also, the fire occurred on a non-conmed product. The end-user determined the cause of the "fire" as a short in a defective, reusable accessory cable. The end-user facility, since this incident, has switched to single-use, disposable cables for their robotic procedures. Conmed is considering this complaint closed.